Manufacturer narrative:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device when all of a sudden it stopped blowing and a "service required" message appeared. Patient then smelt smoke coming through his mask. Patient took the device off and removed the water chamber. Patient saw smoke coming out of the device and unplugged it. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Changing the problem coding. Changes in the codes of b&c (cause investigation - type of investigation, cause investigation - investigation findings).

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device when all of a sudden it stopped blowing and a "service required" message appeared. Patient then smelt smoke coming through his mask. Patient took the device off and removed the water chamber. Patient saw smoke coming out of the device and unplugged it. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.